Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during an unspecified procedure, balloon rupture occurred. The target lesion was located in the "heavily" calcified proximal left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced to predilate the target lesion. Upon the first inflation with unknown pressure, the balloon popped most likely to a piece of calcium. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.